Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that several system error 322 alarms were observed in a spectrum pump event history log. Any patient involvement, injury or medical intervention is unknown.